Event description:
It was reported that the customer had an issue with the display on the insulin pump. The customer blood glucose level was unknown mg/dl. Customer states when they apply pressure to the screen when driving, which causes the screen to go dark. Troubleshooting was performed and advised to monitor the insulin pump no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.